Event description:
The knob used to advance the dental floss fell off of the device and into rptr's 4 yr old daughters mouth. The knob appears only to be a pressed fist onto a shaft. Choked. Unable to determine source of device.